Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the injector was positioned incorrectly, seems bent, so it rode over the lens when pushing the injector through. They attempted multiple times with the same issue. With the same lens, they used a different company injector and it immediately went through fine. There were no scratches on the lens. Additional information has been requested and during surgery, as we were attempting to load the lens using the injector, it constantly went over the lens and would not push the lens forward. Lens was then taken out from the cartridge and attempted to load again but same thing happened.

Manufacturer narrative:
Correction: on initial report, the product code reported should be a040609. The reported FDA codes a050301 and a0202 were no longer reportable for the file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial report, the component code reported should be g04044. Additional information has been provided in d.9., h.3., h.6., and h.11. One opened company handpiece injector was returned for evaluation for the report of a bent plunger. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . A photo attached to the parent complaint was reviewed by the investigation site. The photo shows a company injector with the lot number as reported. The reported issue was not confirmed from the photo review. The evaluation does confirm the injector plunger is bent. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in may 2022. The manufacturer internal reference number is: (B)(4).